Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up from a low blood glucose of 46 mg/dl. The device was placed into safe mode; however, their blood glucose decreased below 40 mg/dl and a hardware low levels failure alarm occurred. The patient experienced shakiness as a symptom of their hypoglycemia. The customer did not mention specific treatment of the hypoglycemia. It is unknown if the auto mode feature was active and automatically adjusting insulin delivery during the incident. Prior to calling, the self-test was performed and the insulin pump failed. The insulin pump also failed the audio beep test. Troubleshooting was initiated for the hardware low levels failure alarm. The alarm was cleared and the rewind was performed without incident. However, the battery compartment was damaged. The damage had occurred two months ago. The customer did not know how the damage occurred. The battery compartment crack was covered with duct tape. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly. Device received with cracked case (battery tube).

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's low blood glucose was treated with glucose/carbohydrate as per complaint notes.